Event description:
The customer reported the system occasionally shows problems with failure to visualize images, with x-ray delivery warning light coming on. This issue may refer to a system lock up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.